Event description:
It was reported that; the patient underwent the surgery with the trio trauma. After surgery, the surgeon found that inserted vlift unstable by x-ray. The surgeon considered a possibility that trio trauma connector loosened. Therefore, the surgeon did revision surgery on (B)(6) 2015.

Manufacturer narrative:
Lot # 13f479. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no issues were identified with the returned instrumentation, as the devices assembled without issue and held together. Multiple factors including the vlift placement, surgeon technique, and patient anatomy may have contributed to the event. Conclusion: however, this information could not be obtained, so, due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that; the patient underwent the surgery with the trio trauma. After surgery, the surgeon found that inserted vlift unstable by x-ray. The surgeon considered a possibility that trio trauma connector loosened. Therefore, the surgeon did revision surgery on (B)(6) 2015.